Event description:
A male resident was being transferred from the bed to a shower chair using the handicare minilift 160. As he was being lifted to transfer him to the shower, chair, his feet slipped of the footplate of the lift. The care staff transferred him back to his bed. The resident bruised his knees during the process. He was never taken to the hospital, but looked over by ambulance staff.